Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic and exair mesh. Later the pt experienced mesh erosion and migration, infection dyspareunia, bleeding, pain and vaginal scarring. An excision and removal of the mesh was performed.